Event description:
A hemodialysis user facility has reported an event of a possible dialyzer reaction. This patient had been receiving all dialysis treatments for one year with the use of this dialyzer, when it was reported as suddenly this patient developed symptoms. The rn reported that within 5-10 min of undergoing the hemodialysis treatment the patient complained of her throat closing in and vomiting. For this event in 2007, when the symptoms presented the patient was administered 50 mg intravenous dose of diphenhydramine and oxygen. The patient remained on this dialysis treatment set and then the rn reported verbally that the symptoms did not resolve with the medication or the oxygen after 30 minutes. The blood in the treatment set was then returned to this patient and the dialysis treatment was discontinued. Also it was reported that the symptoms then resolved. This patient now receives all subsequent dialysis with use of the optiflux 180nr with the staff reporting that the patient is fine and able to tolerate the dialysis treatment. There is no sample and the lot number is unknown. There was no report of further medical intervention of occurring from this event. The patient continues hemodialysis as ordered with no further incidence.